Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the infusion set cannula got pulled out on (B)(6) 2026. The patient's wife reported he was very confused about things, couldn't move, couldn't get out of the car. No further information available.